Event description:
It was reported that the user experienced elevated glucose around 300 mg/dl while using the ilet and changed the infusion site three times without improvement; the user reported extensive scar tissue and observed no leakage at the site or the ilet, and replacement supplies were arranged. Symptoms included hyperglycemia. Outcomes included no hospitalization. Investigation included review of user-reported history and device use. Investigation of this case revealed no observable leakage or device malfunction based on user report, with scar tissue at infusion sites considered a potential contributor to impaired insulin absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.